Event description:
According to the report: they touched the device to a metal retractor and then the blade of the instrument fell out outside of the pt. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4). (B) (4).